Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 403mg/dl. Customer's current blood glucose was 130mg/dl. Customer had symptoms like headache. Customer advised to change entire set, reservoir and insulin and treat as per hcp's instructions. Customer also advised to monitor the pump and call back if issue persists. Customer states that after insertion of infusion set her bg just went up. Insulin pump will not be return for analysis.